Event description:
The loaner core sumex drill was sent for service and it was found during performance testing at the manufacturer that there is a cut in the cord exposing bare copper wires. No adverse event was associated with the device.

Manufacturer narrative:
The device will be repaired, but will not be returned to the customer as this is a loaner device.